Event description:
It was reported that the right ventricular lead had increasing and high impedance that triggered a lead warning. The patient was brought to the lab where a venogram/fluoroscopy of the left axillary/subclavian vein was taken and this showed there was occlusion of the venous system with collaterals. Since the patient was without symptoms and was found to have a regular narrow ventricular escape with underlying rhythm testing, the patient did not undergo a lead revision procedure. The patient will be followed routinely and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.